Manufacturer narrative:
Reported event: an event regarding over-resection of tibial bone, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 080 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding over-resection of tibial bone. There was only 1 other reported event (B)(4). Conclusion: device inspection could not be performed, session data was unavailable. Per mps, hard drive was removed upon upgrade. Session files were not provided for evaluation.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio over-resected the tibial bone which led to a subsidence of the tibial component. The case was completed successfully after converting to a manual total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio over-resected the tibial bone which led to a subsidence of the tibial component. The case was completed successfully after converting to a manual total knee arthroplasty.